Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open rash underneath the left breast as well as on the other side. The patient was given a prescription of "flurandrenol cream" from their physician. During a follow-up, it was reported that the patient's irritation improved on the one side but developed the same irritation on the other side. Patient is still using the prescribed cream and is under a doctor's care.